Event description:
A cryoablation procedure was performed using the arctic front catheter. All sheath and catheters placed without apparent incident. All four veins viewed both with a circular mapping catheter and with contrast injection via a mp catheter placed through the flexcath sheath. Both left sided veins were ablated with three 4 minute lesions each. At this point, a circular mapping catheter was placed in the svc above the level of the rspv and capture of the right diaphragm obtained. Then the right inferior pulmonary vein was ablated with one four minute lesion. During positioning for the second lesion in the ripv, it was noted that the pressure had been slowly decreasing. The procedure was stopped and an echo was done. The pt was found to have a pericardial effusion. A pericardial tap was performed and 480cc of fluid was drained. The pt was doing well and was discharged from the hospital on (B)(6) 2011. Upon removal of the arctic front catheter and the flexcath sheath, the sheath was found to be kinked. There was no defect reported for the arctic front catheter.

Manufacturer narrative:
A pericardial effusion is a potential adverse event associated with cardiac cryoablation procedures and is not necessarily linked to a kink in the flexcath sheath. Evaluation of the devices is ongoing and results wil be submitted in a follow-up report.